Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings, the customer reported were found in meter memory.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the balloon would not deflate. Access was obtained through the left femoral artery. The 3x28mm, eccentric, 70% stenotic, de novo lesion was located in the non-calcified and non-tortuous left anterior descending artery. The physician advanced the 2.0x20mm maverick2 balloon to the lesion and on the first inflation, inflated the balloon to 12atms for about 10 seconds. The physician then observed that the balloon was inflated and the dye stayed in the vessel. The physician made one attempt to deflate the balloon with negative pressure using the encore inflation device but the balloon did not deflate. The physician immediately withdrew the balloon. The balloon was smaller than the vessel and was easily pulled out intact and without causing any symptoms in the patient. The procedure was completed with another 2.0x20mm maverick2 balloon and the deployment of a 2.75x32mm promus element stent. No patient complications were reported and the patient's condition was reported as stable.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 38 mg/dl, 109 mg/dl, and 51 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.